Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced sustained high blood glucose for approximately four hours while using the ilet, noted a smell of insulin at the cartridge connector, and had been attaching the connector to the cartridge prior to inserting the cartridge, which can cause leakage; troubleshooting and education were provided, the infusion set and cartridge were changed, and insulin delivery resumed. Symptoms included hyperglycemia without additional reported manifestations. Outcomes included correction of blood glucose through supply change and the device¿s corrective algorithm, without outside assistance or medical intervention. Investigation included user interview and troubleshooting guidance regarding proper cartridge and connector assembly. Investigation of this case revealed an infusion set deployment and connector attachment issue consistent with insulin leakage at the cartridge-connector interface. It was concluded, based on previously established findings for similar reports, that user technique contributed to the event.